Event description:
Customer was using this on a pt when the balloon would not deflate. No complications to the pt were reported.

Manufacturer narrative:
Device has not been returned for eval at this time.